Event description:
Philips received a complaint by the customer on the v60 indicating that the customer had difficult turning the unit on and off. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the customer had difficult turning the unit on and off. The remote service engineer (rse) suspected the on and off button was defective. The rse provided the customer with the part number of the power switch overlay to order and replace. Device evaluation and repair are pending. Device evaluation and repair are pending.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The philips asp replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
It was reported that the customer had difficult turning the unit on and off. The remote service engineer (rse) suspected the on and off button was defective. The rse provided the customer with the part number of the power switch overlay to order and replace. At a later time, a philips authorized service provider (asp) went onsite and replaced the power switch overlay. The problem persisted after the replacement of the power switch overlay. A philips asp went onsite again and replaced the power management (pm) printed circuit board assembly (pcba) after and confirmed the issue was resolved. The philips asp replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.